Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The initial software investigation findings were that the system started asserting hypo alerts from the night on (B)(6), at around 11:27 pm (central european time - cet) and the system displayed low glucose values until 3:08 am (cet). The doctor further confirmed the system did assert the hypo alerts correctly during the hypo event per the case notes. Per the hardware return material authorization (RMA) investigation, low alerts were asserted manually and the transmitter vibrated successfully. Transmitter passed all tests and no problem found with the transmitter. From the software and hardware investigation, it was found that there was no device malfunction during the time of event and the device asserted several low glucose alerts. It was also confirmed by the doctor. The exact root cause or reason behind patient's death cannot be determined based on the investigation carried out by the manufacturer. Similar incidents were determined based on the number of complaints received by sensenonics that were marked as serious adverse event, (hospital) that led to death. Number of devices on the market were determined on the basis of number of active users who currently use senseonics marketed continuous glucose monitoring (cgm) system.

Event description:
Senseonics was made aware of an incident where the patient was found dead on his bed. Wife called ambulance. Doctor who came to check confirmed that the patient died because of hypoglycemia event. Time of death is not known. Doctor checked the user's eversense app on the phone and confirmed that the app had been alerting hours ago.